Event description:
It was reported that the ipg began eroding through the skin after a fall. To address the issue, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.